Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pins measuring 37.8cm was returned for analysis. External insulation abrasion was noted at 18.6-19.3cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Reliability laboratory technician st. Jude medical crmd reliability laboratory st. Jude medical crmd reliability laboratory